Manufacturer narrative:
Device evaluation: the analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. Further evaluation showed that the pan had the batch missing. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the reload did not work, did the device lock-out (no staples deployed and no cut line started)? If no, can you please clarify how the reload did not work?

Event description:
It was reported that the stapler locked, the reload was replaced and it did not work. It was necessary to replace the stapler. The product was stored according to labeling instructions. There were no patient consequences reported.